Event description:
Caller reported that a cgm error 42 occurred with their g7 sensor. There was no reported adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, after which the pump no longer displayed the cgm error code. The caller successfully started their sensor session.